Event description:
Pit was reported that the patient presented for in-clinic follow up. An interrogation of the implantable cardioverter defibrillator (ICD) revealed post- paced t wave over-sensing on stored electrograms. Programming interventions were made. The patient was asymptomatic.